Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 32 mg/dl. The customer did not believe his sensor and transmitter were working properly. Standard troubleshooting was performed. The transmitter functioned according to design. The product is not being returned. Nothing further was reported.